Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Patient information: no information available. Relevant history: no information available. Implant/explant date: not applicable for this device. Initial reporter and report source : country is switzerland. The probable cause for the missing material is improper handling of the guidewire. Manipulation and strain on the wire can cause damage. Recall: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a diagnostic coronary procedure, prior to measurement there was no signal available from the manufacturer''s wire. A new manufacturer''s wire was used to complete the procedure. During the product return evaluation, lifted and missing hydrophilic coating was observed on the distal core. The trifilar was exposed and rough edges of hydrophilic coating were observed. No patient injury reported. This product problem is being submitted due to the missing material. There is a potential for harm if the malfunction were to recur.